Event description:
It was reported that the sensor had lost sensor and no connection. Advised the customer remove the sensor and customer discovered that the electrode was missing and stayed in the body. Customer's blood glucose was 89 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.